Manufacturer narrative:
Elutia lhr review completed on 08/19/2025 for lot m25c1060 and subassembly lot m25b1038. No discrepancies in the manufacturing process were noted in either batch record during review. It is noted that per the instructions for use (IFU - art20837 rev. A, IFU elupro antibiotic-eluting bioenvelope) provided with the finished elupro device, "infection" is listed within the potential complications associated with device usage. Infection is a known complication with the implant of a cardiac implantable device for cardiac surgical procedure.

Event description:
Email was received from an elutia sales representative regarding a patient adverse event. It was reported that, the patient had a pocket revision with a bivicd with av node pacemaker implant on (B)(6) 2026 along with the implant of a large elupro antibiotic-eluting bioenvelope (model cmcv-124-lrg, lot m25c1060). At device check, the site became aware that the patient developed red oozing and was treated with oral antibiotics. On (B)(6) 2025, the patient was admitted to the emergency room with brown liquid oozing; IV antibiotics were given. On (B)(6) 2025 the device was explanted. Another device was re-implanted on (B)(6) 2025.